Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/10/2018, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2018, the patient's father stated the patient experienced a skin reaction at the sensor insertion site which they developed an infection. The patient was prescribed fucidin cream to treat the affected area. At the time of contact, the patient's reaction had healed. No additional patient or event information is available.